Event description:
Pt admitted in 2000 because of non-union of right intertrochanteric and subtrochanteric hip fracture. Removal of biomet variable angle compression hip system. Pt has been experiencing a great deal of pain necessitating the second surgery. Physician found gear mechanism on the biomed hardware to be stripped and returned to hardware to biomet rep.